Event description:
Pt receiving vancomycin via pump. Vancomycin provided in minibag and infused via set. Vancomycin bag, tubing and pump placed in carrying case. Due to "kink" in tubing anterior to pump, pt missed 2 days of therapy. Pump continued to run without alarming.